Event description:
Biomedical technician for facility reported that during routine preventative maintenence testing, no alarm activated for the air sensor test. During evaluation of pump, it was found that the flex cable was cracked. No patient injuries or medical intervention have been reported related to this issue.